Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and underwent a skin graft surgery in (B)(6) 2020 (specific date not reported).